Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor electrode could not be found. Customer was advised to go to the doctor for clarification. With the next sensor, the transmitter did not blink. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.